Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported "ruptured implant" through aesthetic surgical representative. This record is for the right side. The device was explanted, replaced and will not be returned.

Event description:
The device was explanted, replaced and will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "ruptured implant." This record is for the right side. The device remains implanted. Explant surgery is scheduled and it is unknown if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.